Event description:
Pt reported that they found by a neighbor (pt had fallen down outside), and neighbor called ambulance. Before ambulance arrived, pt ate several pieces of candy. Paramedics determined pt's blood glucose to be 28 or 29 mg/dl. Pt was taken to hospital, but received no treatment. Pt also reported a second incident in which an ambulance was contacted due to another hypoglycemic event.